Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the affected drawer was a matrix drawer, not a full height, and the ribbon cable had become unhinged from the board. A field service engineer reattached the ribbon cable securely to the board to resolve the issue. The customer inventoried meds successfully from the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.